Event description:
It was reported under ultrasound guidance, a PICC line was attempted in the right upper limb. Following successful puncture, a guidewire was inserted. After dilation, the vascular sheath was placed. Repeated attempts to insert the vascular sheath (4-5 times) were unsuccessful. The puncture end of the vascular sheath developed burrs, and the patient experienced bleeding, approximately 10 ml. The vascular sheath became unusable. Upon assessment, the patient's vessels were found to be superficial to the skin. Blunt dissection was employed, and the PICC line was ultimately successfully placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.